Manufacturer narrative:
Initial failure analysis testing was confirmed for the fenestrated bipolar forceps, the instrument was found to have a primary finding of a broken molded insulator. The instrument was transferred to engineering to confirm missing fragments. The grip which became dislodged from the instrument due to the broken molded insulator was returned, and an attempt was made to reassemble the grip with the returned fragments. The returned fragments appeared to be all the large fragments that fell when the molded insulator broke, however there is a possibility for there to be small fragments that were not returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the fenestrated bipolar forceps instrument tip was broken while inside that patient, the customer was in the process of suturing with the needle. The customer retrieved the fallen fragments as much as possible. The procedure was completed with no other reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the customer did not find any abnormalities during the check. It was unknown if an instrument collision caused the broken tip, while suture was being performed, the instrument disappeared from sight for a moment and was broken with a popping sound. The instrument was in used for roughly thirty minutes prior to the issue. The customer stated that after they have retrieved all the visible fragments, several liters of irrigation were performed. It is unknown how it was confirmed that all fragments were retrieved. There were post operative tests done due to the issue. The customer completed the procedure robotically and the patient has not returned to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. The instrument was found to have a broken molded insulator. Broken pieces, measuring approximately 6.44mm x 1.70mm, 1.69mm x 2.77mm, 3.25 x 2.92, and 4.52mm x 1.16mm in sizes, were returned with the instrument. Additionally, the instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring 17.15 mm x 4.69mm, was returned with the instrument. The instrument was found to have a broken conductor wire where the molded insulator and grip tip meet. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the molded insulator. The instrument was found to have thermal damage on the molded insulator.

Event description:
Refer to h10/h11 for follow-up information.